Event description:
It was reported that implantable pacing lead implant was attempted but not successful as the lead 'was not stable.' Another lead was used to complete the implant. It was noted that the patient was enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).